Event description:
The electrocautery loop was sparking while inside the patient. Once removed from the patient, the loop continued to spark without the foot pedal being depressed. We then turned the machine off. A new plasma loop was opened. The surgeon took the new loop and inserted it into the original white plastic handle of the old loop. There were no further problems. No harm to patient.